Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. The reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, ¿small dislocations,¿ ¿concerned about the situation", and "pain and anguish are enormous¿. The device remains implanted.